Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the monitor made a chirping noise when turned on and would not run on battery. No other details regarding the nature of the event were provided.